Event description:
On 10/21/93 patient was admitted with complaints of chest pain and a previous history of coronary bypass. On the morning of 10/22/93 the patient was seen in the cardiac cath lab for a transluminal angioplasty. During this procedure it was noted that the patient was in need of a triple artery bypass. The patient was then schedulted for a bypass later that afternoon.on 10/29/93 the patient was being prepped to return to the cath lab for further complications resulting from the bypass of 10/22/93. The patient was removed from the respirator to be ventilated manually during transport by the respiratory therapist using a respironics, bageasy ambu bag. The ambu bag was set at an appropriate level by the respiratory theray supervisor who handed the bag to the respiratory therapist who was assigned to the patient. The therapist began to squeeze the bag and noted some resistance after several squeezes. At that same moment the patient began to have signs of bradycardia and a code blue was called. The patient was placed back on the respirator and the slowly responded.prior to a second attempt at manually ventilating the patient, the respiratory therapist who was assigned to the patient, checked the ambu bag peep valve and found it more difficult to move than ones he had worked with in the past. Once he was able to move the valve past the resistent area, he found that it moved freely as he was accustomed to. Recognizing that the patient had stabilized at this point, a second attempt was made to manually vnetilate the patient with the respironcs ambu bag, and this was done so successfully.the patient was again placed back on the respiratory and by this time an ambu bag from another manufacturer had been brought in and was used to transport the patient down to the cath cab.during the patient's procedure in the cath lab, it was noted that the patient had sustained a pneumo thorax. To this date the medical center is uncertain as to how this took place. This patient is a diabetic and recovery was slow throughout his entire hospitalization.on 11/4/93 the patient was again taken to surgery for placement of a tracheostomy tube. During this procedure, the patient again arrested and he remained unrevivable.device labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: maybe. Corrective actions: device recalled by manufacturer/distributor. Invalid data - on device destroyed/disposed of status.